Event description:
Rec'd a voluntary medwatch report from the FDA. The rptr/pt indicated experiencing visual difficulties following bilateral custom refractive surgery for myopia. This report is for the right eye, the left eye is being reported under MFR report # 1061857-2008-00181. Following surgery, the pt reported large starbursting and halos under low light conditions; reduced low light contrast sensitivity; difficulty driving at night; corneal irregularities; central islands; high increase in floaters; and posterior vitreous detachment.

Manufacturer narrative:
Determination of root cause: assessment: a thorough complaint investigation could not be performed for this alleged event because the event was reported to alcon via a medwatch form supplied by the FDA that did not contain any prod specific info, any rptr/pt contact info, any treating facility info or any attending physician/surgeon contact info. Non-prod factors including pt response to the laser ablation, pt healing characteristics and preoperative pt selection could not be reviewed because no pt specific info (pt clinical records) were available. Conclusion: definitive root cause could not be determined due to the lack of info provided.